Manufacturer narrative:
The device was manufactured between 12/22/2016 and 12/23/2016. The device was not returned; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a small volume folfusor over infused. The expected infusion time was 24 hours; however, after 12 hours the device was observed to be empty. The device was filled with 48 ml of an unspecified analgesic medication. There was no patient injury or medical intervention associated with this event. No additional information is available.